Manufacturer narrative:
Patient weight is not available for reporting. Date of non-union/device breakage is not known. This report is for an unknown locking screw/locking bolt. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was revised to antegrade femoral nail (afn) implants on (B)(6) 2016. This revision is addressed in (B)(4). Patient was again returned to surgery on (B)(6) 2017 for a planned dynamisation/removal of distal locking bolts due to non-union of sub-trochanteric proximal femur fracture. Surgeon did not attribute the non-union to the afn implants but suggested the likely reason was due to fracture reduction and the nail being statically locked. During the planned removal of screw procedure, surgeon noticed that the most proximal of the two (2) distal locking bolts had broken. Surgeon decided to remove the lateral part of broken screw and left the medial tip of the screw in the patient, as this would have been too difficult to retrieve from the medial side of the femur. Surgeon was not concerned that this would cause a problem. Surgeon also removed the most distal screw intact. An open bone graft procedure at the fracture site was then performed following the removal of a competitor¿s cable. Surgeon implanted 10 cc of demineralized bone matrix (dbx) and positioned a new synthes cable around the fracture. No new distal locking bolts were implanted intentionally to allow dynamisation at the fracture site. There was no adverse event to patient as a result of this planned dynamisation procedure. No delay in surgery was reported. Concomitant devices reported: nail (quantity 1), 4.9 mm locking bolt (quantity 1). This report is for one (1) unknown locking bolt. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Added concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: nail (part # 477.186s, lot # 8710408, quantity 1), hip screw (part # 418.285s, lot # 9655489, quantity 1), hip screw (part # 418.295s, lot # 2726134, quantity 1), end cap (part # 418.380s, lot # 1901617, quantity 1).